Event description:
Fastcath 6f 2.0 mm sheath inserted to right femoral artery during angiogram. Towards end of case, md was unable to exchange catheter and notice that the sheath was kinked and had crack in it. May have been caused by kink and torquing of catheter.